Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 4. Reference MFR report #1627487-2016-04586, #1627487-2016-04587, #1627487-2016-04589. It was reported the patient's occipital and supra-orbital leads were superficial, causing pain, a pulling sensation and a popping sound when she rotates her head. The issue started when the devices were implanted. The patient had reprogramming but the issue was not resolved. The patient went to the ER due to pain. The patient was checked for infection and did a CT scan which showed no anomalies. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report #1627487-2016-04586, #1627487-2016-04587, #1627487-2016-04589. It was reported the physician referred the patient to undergo physical therapy to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report #1627487-2016-04586, #1627487-2016-04587, #1627487-2016-04589. It was reported the patient has been going to physical therapy which is relieving the "pulling" sensation and the patient feels better.